Manufacturer narrative:
No filed service engineer was dispatched. The customer tightened the fitting on reagent probe a (p/n (B)(4)) which resolved the issue, no further leaks were observed. (B)(4). Customer resolved the issue.

Event description:
The customer reported a contained reagent probe a leak on a unicel dxc 600 pro instrument. The customer reported approximately 10 ml of fluid leaked from the reagent probe which was determined to be reagent probe a. The cts (customer technical specialist) advised the customer to inspect the fitting on top of reagent probe a and found it to be loose. The customer was wearing personal protective equipment; and no exposure or injury were reported. No erroneous results were generated or reported.